Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Pump was inspected and no moisture on lcd display window noted. After installing the battery tester the unit shows low power battery sign and no key function due to c13 voltage leak on interface board. Pump passed displacement test and rewind test.

Event description:
Information received by medtronic indicated the insulin pump had condensation in the screen and slow to rewind with frequent battery changes. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.